Event description:
It was reported that in 2009, intermittent ventricular capture was noted, with backup pulses missing on some occasions. Capture was consistent when programmed to 3.5 v, 0.8 ms. The patient presented in the same month, feeling dizzy, with a continued intermittent loss of capture. Microdislodgement was suspected. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.